Manufacturer narrative:
Date of event is estimated. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 3006705815-2022-00513, 3006705815-2022-00514, 1627487-2022-00599, 3006705815-2022-00515. It was reported the patient had infections at both ipg and lead incision sites. Cultures were obtained but the results were not provided. The system was explanted and antibiotics provided to address the issue.